Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that there was an issue with qe b2 dfm100 sync out cable due to malfunction of ECG sync cable. The customer was informed that philips no longer manufactures or supplies ECG sync cables and replacement parts are no longer available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of ECG sync cable. The root cause of which could not be determined. The reported problem was confirmed.

Manufacturer narrative:
Reporter name, address, and phone:(B)(6). Reporting institution name and phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had sync out cable issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.